Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell at home and sustained fracture of left leg. It was noted that the right atrial (ra) lead exhibited high thresholds, no capture high impedance and noise was also observed on electrogram. It was also reported that the right ventricular (rv) lead exhibited unstable thresholds, intermittent capture, no capture, high impedance and noise was also seen on electrogram. It is unknown if the fall and injuries were related to the leads failure. Both leads have been reprogrammed and later were capped and replaced. The implantable pulse generator (ipg) was also removed and replaced. No further patient complications have been reported as a result of this event.